Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system experienced non sustained events v-7 and v-8, with no atrial pacing noted due to fast ventricular reset timing. Furthermore, the patient is atrial pacing dependent and far field over sensing was observed on the atrial channel with no adverse patient effects reported. The ICD remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system experienced non sustained events v-7 and v-8, with no atrial pacing noted due to fast ventricular reset timing. Furthermore, the patient is atrial pacing dependent and far field over sensing was observed on the atrial channel with no adverse patient effects reported. The ICD remains in service.